Event description:
MDR decision date: (B)(4). No serious injury alleged. Malfunction alleged. Consumer called to report that he has a rollator and the left hand side brake handle broke while he was using it. He has no info on model or date code of this rollator. MDR filed.